Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The device was defective out of the box. It seemed that there was the wrong size (45) reload attempted to be put on a (60) loading unit. The device would not fire. The case was completed using a new device. No patient injury.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.